Manufacturer narrative:
The device was not returned for evaluation due to location of the device is unknown. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified for this item and lot combination. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation were provided to the complainant. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert: ¿care is to be taken to ensure adequate soft tissue fixation at the time of surgery. Failure to achieve adequate fixation or improper positioning or placement of the device can contribute to a subsequent undesirable result..¿ following review, no new risks were identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a metatarsal procedure on (B)(6) 2014, the juggerknot mini suture pulled out. Suture was used to complete the procedure. No adverse events have been reported as a result of the malfunction. No further information has been provided.